Event description:
The doctor was performing colon procedure and the instrument was making a loud noise when activated. The doctor retorqued the instrument, tested the instrument and tried using the instrument and the whistling reoccurred again. The doctor swapped this instrument with another device and completed the case with no patient consequence.